Manufacturer narrative:
The lot number was provided. A review of the approved device history records indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The delivery pusher wire was not returned; however, the implant coil was returned for evaluation, still captured within the snare hoop. The implant coil was stretched out and broken from the proximal tie knot location. The monofilament thread was still intact through the proximal tie location, although it was stretched out along the length. The distal section of the implant was intact with the distal tie knot and distal tie ball. Based on the available information and evaluation of the returned device, the reported complaint can be confirmed. It was reported that the coil was being repositioned at the time of the event. It is likely that the coil stretch and subsequent detachment was the result of the device being subjected to forces that exceeded its design parameters; however, the definitive root cause could not be determined, as the conditions of use cannot be recreated in the test environment.

Event description:
It was reported that while repositioning an embolization coil, the coil stretched and then detached in the microcatheter. The coil was retrieved with a snare device. There was no reported patient injury. The current patient's status is reported to be fine.